Event description:
Information received indicates the bed is alarming 30-035 fault code for the left user control module.

Manufacturer narrative:
The technician found signs of fluid ingress on the user control module and the siderail gasket was discolored from fluid staining. The technician replaced the siderail user control module to repair the bed.